Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a tlif at l4-l5. An unknown time post-op, the patient has developed bone growing out of the disc space into foramena. The patient is asymptomatic, and no treatment has been provided to date. The physician is continuing to observe and monitor the patient's condition.